Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection. And functional test of the returned device. Visual analysis of the returned sample revealed foreign material inside the pebax of the thermocool® smart touch® sf uni-directional navigation catheter. The device was inspected under microscope in the pebax area to identify if there was damage on the pebax that caused the foreign material inside the pebax. A hole was found in the pebax. The damage in the pebax could be related to excessive force or to the shipment process. The force sensor functionality test was performed, per bwi procedures. No force sensor issue was observed. During the force sensor functionality test, the device was displayed correctly. However, the foreign material inside the pebax could cause the force errors. A manufacturing record evaluation was performed for the finished device number, and no intern actions related to the complaint were found during the review. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, the force values displayed were high. A second catheter was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported high force is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 7-sep-2022, the bwi pal revealed that a visual inspection of the returned device found foreign material inside the pebax and a hole in the pebax. These findings were reviewed and determined the issue of a hole in the pebax is an MDR reportable malfunction since the integrity of the device has been compromised.